Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit passed the self-test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to partially broken retainer ring. Unable to lock p-cap into place due to partially broken retainer and cracked retainer. Unit successfully downloaded to thus. Pump was cut to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor. Confirmed pump alarmed insulin flow blocked alarm on 08/14/2024 00:11 basal, 00:13 basal, 00:24 basal, 00:33 basal, 00:43 priming, in pump downloaded history. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked end cap, cracked case, scratched case, cracked keypad overlay, missing display window cover, broken reservoir tube lip, stained keypad overlay, partially broken retainer, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, stained serial label, cracked retainer, missing o-ring (reservoir tube) . Unable to confirm no delivery alarm and rewind anomaly due to partially broken retainer. Cosmetic damage is confirmed at the retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage, damage to the pump, insulin flow block alarm, reservoir cap issue. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-398a, mmt-332a, mmt-7811na. Troubleshooting was performed. Customer reported insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. No product return is required for mmt-398a. No product return is required for mmt-332a. No product return is required for mmt-7811na.